Manufacturer narrative:
The creatinine reagent expiration date was not provided. The c702 module serial number was (B)(6). The customer advised that the qc was within the assigned ranges on the day of the event. The field service engineer checked the analyzer and found that the sample probe was misaligned. He aligned the sample probe. Calibration and qc were performed with successful results. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 assay on a cobas 8000 c702 module. Initial result: 400 umol/l. The initial result did not match the patient's previous results, prompting the repeat of the sample. Repeat result: 43 umol/l. The repeat result of 43 umol/l was reported to the physician.

Manufacturer narrative:
Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. A hardware performance check was performed on the day of the event, and it was acceptable. The field service engineer (fse) checked the gear pump head pressure, the cell levels, and the cells, and they were acceptable. He then checked the nozzle movement on the wash stations and cleaned the nozzles on the rinse station. The fse also checked the waste, and it was draining well. The issue was resolved, and no further issues were reported after the service visit. Based on the provided data, the specific cause of the event could not be determined.